Event description:
It was reported that the symptomatic patient presented in clinic in backup vvi. Due to a failed download, trouble- shooting could not be performed. The device was replaced.

Manufacturer narrative:
No medwatch form was received.